Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the patient did not wash their hands before therapy. The peritonitis was manifested by cloudy effluent. The patient did not require hospitalization. The patient was treated with vancomycin (1.5g, every five days, for fifteen days, intraperitoneally) and gentamicin ip (200mg, every five days, for fifteen days, intraperitoneally) for peritonitis. Dianeal therapies were ongoing. It was not reported if the hp was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.